Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Post op x-rays have been reviewed by product development engineer and consulting physician. They confirmed that the right side inferior screw was broken and backed out. Without product, it is difficult to ascertain if locking mechanism has failed. Unable to determine the cause of the event.

Event description:
It was reported that approximately 2 years after the primary surgery, the caudal screw broke in the middle of the screw and anterior portion of the screw has begun to back out past locking mechanism of the plate. This patient had a failed fusion at level of broken screw. The revision surgery was planned.